Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump display went blank. Customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
No blank display was noted. However, the insulin pump display was black due to a broken connector on the interface board. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.